Event description:
It was reported by the customer that their insulin pump was alarming motor error. During troubleshooting, customer stated that they do not use the sensor feature and were able to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 137 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, excessive no delivery alarm and prime tests. The motor passed the motor test and no motor error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).